Event description:
The customer reported via phone call that the insulin pump malfunctioned and reset itself. Customer also reported receiving a motor position encoder error alarm after inserting a new reservoir. Customer's blood glucose was over 400 mg/dl. The customer's alarm history could not be checked as their settings were cleared. It was also found the customer had a motor error alarm during troubleshooting. The insulin pump will be returned and replaced.

Manufacturer narrative:
No low reservoir alarms were noted during testing. The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in the motor error alarm loop during the bolus / basal delivery. Unable to confirm other error alarms due to the history file overwritten with other alarms. Those alarms were due to a corrupted history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump also had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.